Event description:
Ambulance personnel were attending to a patient, condition unknown. External pacing was attempted and allegedly the monitor displayed a flatline and would not pace. There were no adverse effects to patient care reported as a result of the alleged malfunction.